Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasound gastrovideoscope had tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the complaint investigation. Despite three good faith attempts the user culture results and cleaning disinfection and sterilization (cds) processes were not shared. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The user facility provided the following result of the culture test performed at third party labs: sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: 4 total flora. Bacterial identification: pseudomonas aeruginosa (1 cfu). Sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: 31 total flora. Bacterial identification: na. Sampling date: (B)(6) 2025. Sampling from: erector channel. Cfu: 1. Bacterial identification: saprophytic environmental flora. Sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: 22. Bacterial identification: saprophytic environmental flora. Sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: 2. Bacterial identification: pseudomonas aeruginosa. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: operating channel. Cfu: <1. Bacterial identification: na. Sampling date: (B)(6) 2025. Sampling from: suction channel. Cfu: <1. Bacterial identification: sampling date: (B)(6) 2025. Sampling from: air/water channel. Cfu: <1. Bacterial identification: na. Sampling date: (B)(6) 2025. Sampling from: auxiliary channel. Cfu: <1. Bacterial identification: na. Sampling date: (B)(6) 2025. Sampling from: distal end. Cfu: 1. Bacterial identification: bacillaceae. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.